Event description:
The customer reported an alarm 01 issue with their product. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to replace the cartridge and resume insulin administration, with guidance to contact support again if the issue persisted.